Manufacturer narrative:
H6- device codes: added code for wrong label and removed the duplicate code for device markings/labelling problem. Device evaluated by MFR.: returned product consisted of the box packaging to a rebel stent balloon catheter. The device returned was a maverick 2mr balloon catheter along with the matching inner tyvek packaging and shipping hoop. Photo media depicted packaging to both the outer box and the inner packaging with matching device. The box shows it was opened as well as the tyvek packaging where the seal on the back was opened to expose the device. The product pouch was visually inspected. The product pouch contained a maverick 2mr balloon catheter which matched the tyvek packaging batch. The back packaging was torn open prior to being returned. The device was microscopically and visually examined. The device presented no sign of use past removal of packaging. No damage or irregularity to the balloon catheter was found. Inspection of the remainder of the packaging and device presented no damage. Product analysis confirmed that the returned device was to that of a maverick 2mr balloon catheter that was not to the matching box packaging to that of a rebel stent balloon catheter. Review of photo media provided was found to align with analysis.

Event description:
It was reported that package contained incorrect device. A 28 x 2.50 rebel stent was selected for treatment. However, during unpacking it was found out that the packaging contained a 2.5mm x 2.00mm maverick balloon catheter. The physician opened another box of rebel stent to complete the procedure. No patient complications were reported.

Event description:
It was reported that package contained incorrect device. A 28 x 2.50 rebel stent was selected for treatment. However, during unpacking it was found out that the packaging contained a 2.5mm x 2.00mm maverick balloon catheter. The physician opened another box of rebel stent to complete the procedure. No patient complications were reported.